Manufacturer narrative:
(B)(4). The y-set was returned and a device analysis was completed. Visual inspection identified that both the blue tip protector and blue clamp were missing from the device. Leak, clear passage, and clamp functional (white clamp) testing were performed with no issues noted. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The issue was verified during sample analysis, but the cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis y-set was missing its blue tip protector. The issue was noticed before use; however, the physician proceeded to connect the device to the patient¿s transfer set. There was no patient injury or medical intervention indicated at the time of the report which was related to peritoneal dialysis therapy. No additional information is available.